Event description:
Boston scientific received information that this system was exhibiting noise, oversensing, pacing inhibition and pacing impedance measurements greater than 2000 ohms on the right ventricular(rv) channel. An x-ray confirmed this lead was fractured. A revision procedure was performed and the lead was removed from service and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.